Event description:
It was reported that during the implant procedure, the pulse generators ventricular port would not accept the right ventricular lead. The device was not used and a new device was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed that it was difficult to insert the test leads into the pulse generators right ventricular connector. The ventricular spring was noted to have epoxy in between several of the contact spring loops in the inner diameter area of the loops.